Manufacturer narrative:
On 15-aug-2019, mentor received information on the new replacement implants: 500cc mentor smooth round high profile, catalog number 3503500, left serial number (B)(4) and right serial number (B)(4). On 10-sep-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a capsular contracture. During evaluation of the sample it was observed to be intact. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with an unknown mentor saline breast implant and experienced postoperative left-sided deflation and right-sided capsular contracture (baker grade 3). The deflation and capsular contracture were diagnosed in office. As a result, the patient underwent removal and replacement with unspecified mentor saline breast implants on (B)(6) 2019. This medwatch report is for the right-sided implant.